Event description:
The customer reported unable to see both the ultrasound image and the endoscopic image during esophagogastroduodenoscopy (egd) with endoscopic ultrasound (eus) diagnostic procedure involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.